Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1/ps2 power supplies were evaluated and replaced. The coin batteries on the gpos cpu pcb and gib pcb assembly were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.